Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to the lens. Work order search: a lens work order search was performed. No similar complaints found. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm, micl13.7, -11.0 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a shorter length and different diopter lens due to observation of excessive vault and refractive surprise. This exchange resolved the problem. Progressive myopia was reported as a pre-existing conditions.

Manufacturer narrative:
Report source should not be "unknown", report source is in the united states. Report source: health professional and user facility. Should have been recorded in initial MDR. (B)(4)